Manufacturer narrative:
Four photos of 10ml luer-lok syringes (p/n - 309605) were received and evaluated. All four photos show loose syringes with pooling of silicone on the barrel flange. One photo shows two loose syringes and the other three photos each show one syringe from various angles of the two syringes previously mentioned with the silicone on the barrel flange as described above. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the investigation results, possible root cause is associated with the assembly process.

Event description:
No additional information.

Event description:
It was reported that the bd syringe 10ml ll tip bulk convenience pak had foreign matter. The following information was provided by the initial reporter: "foreign matter/silicon oil found on the tip of the syringe." Verbatim: rcc received a complaint via email. Email(s) attached. Please see the attached image(s) and details of reported defective material: dmr # (B)(4). Po #: (B)(4). Defect material description: syringe tray, 10ml bd 20pk. Lot number: 3306029/ 3117144. Item code: 309605. Defect description: foreign matter/silicon oil found on the tip of the syringe. This was seen in oct2023 in dmr-0196 the ftir testing performed in our quva qc lab of the liquid found in the luer lock of the syringe (bd lot # 3179194) for lido/bicarb is confirming to be oil with a 95% match to air-motor lubricating oil and a 94% match to plaxolene 50 mineral oils. Observed date: february 15, 2024. Observed during which process stage: ilp. Ir/ dmi number if launched: dev-02392/ ir-10792. Sample availability for supplier to investigate: no. Is defective evidence (i.e. Pictures; test results etc.) Available? Yes. Is patient impacted? No. If defect has been reported to third party? No. If the defect report from quva customer? No. Is there a trend observed? Yes. Supplier action: awareness/ attention.

Manufacturer narrative:
D.4. Other lot number includes 3306029 and other expiration date includes 2028-10-31. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture date is 2023-11-02.